Event description:
It was reported by the patient that the right atrial lead "is out" and the patient was questioning if that may be causing atrial fibrillation. Clarification was sought, but the physician has not seen the patient in approximately two years. The patient was encouraged to talk with the physician and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.